Event description:
(B)(4) my obgyn recommended I get essure because I expressed that I wanted my tubes tied. After getting essure, I experienced an abnormal menstrual cycle, low libido, weight gain, migraines returned, brain fog, concentration issues, papilledema, and vitamin d deficiency.

Event description:
#Medwatcher #followup1 #FDA mw5057101 #(B)(4). I had my fallopian tubes removed on (B)(6). The essure had broken and an end of it was piercing a part my uterus which had to be removed.